Manufacturer narrative:
Us customer contacted cepheid to discuss patient results. Customer has not received an analyte positive result with xpert xpress sars-cov-2/flu/rsv since (B)(6) 2022. Samples were collected from patients and all patients were tested with xpert xpress sars-cov-2/flu/rsv from the same lot. Samples were processed per the package insert, but customer vortexes the samples rather than rapidly inverting. All results were reported to the provider, and the provider is questioning the validity of all negative patient results in this time frame. (B)(6). Customer confirmed majority of patients were symptomatic for respiratory illness, leading to provider to question results. Customer does not know if any patients had received analyte positive results on different instrumentation. Customer confirmed there is no known death, injury or deterioration in health related to perceived discrepancies. The investigation is still pending. A supplemental report will be submitted once additional information is received. False negative: as per section 3 of the xpert xpress sars-cov-2/flu/rsv eua IFU; "negative results do not preclude sars-cov-2, influenza a virus, influenza b virus and/or rsv infection and should not be used as the sole basis for treatment or other patient management decisions. Negative results must be combined with clinical observations, patient history, and/or epidemiological information. " note for section device evaluated by manufacturer - answer of no is due to the single use of the xpert xpress sars-cov-2/flu/rsv test and the unavailability of that product lot to be returned to cepheid.

Event description:
Us customer contacted cepheid to discuss patient results. Customer has not received an analyte positive result with xpert xpress sars-cov-2/flu/rsv since (B)(6) 2022. Samples were collected from patients and all patients were tested with xpert xpress sars-cov-2/flu/rsv from the same lot. Samples were processed per the package insert, but customer vortexes the samples rather than rapidly inverting. All results were reported to the provider, and the provider is questioning the validity of all negative patient results in this time frame. (B)(6). Customer confirmed majority of patients were symptomatic for respiratory illness, leading to provider to question results. Customer does not know if any patients had received analyte positive results on different instrumentation. Customer confirmed there is no known death, injury or deterioration in health related to perceived discrepancies.

Manufacturer narrative:
Upon further investigation and review of the test data, it was confirmed that there was no product malfunction and no impact or harm to patients.